Event description:
Experiences 3 episodes of diabetic ketoacidosis due to inadequate insulin dosing [diabetic ketoacidosis]. Inadequate insulin delivery [incorrect dose administered by device]. Device difficult to use [device difficult to use]. Case description: does the incident represent a serious public health threat? No. This literature case with title: "safety" technology: a hidden cause of diabetic ketoacidosis" from (B)(6) was reported by a medical doctor as "device difficult to use" and "experienced 3 episodes of diabetic ketoacidosis due to inadequate insulin delivery" and concerns a (B)(6) year-old female patient using novofine autocover needle for device therapy due to type 2 diabetes. Patient's height: not reported. Medical history includes type 2 diabetes mellitus and stroke. The patient was treated with insulin glargine and insulin aspart. A (B)(6) year-old woman with type 2 diabetes was transferred from a long-term care facility to an acute care hospital because of a three-day history of nausea, vomiting and decreased oral intake. Fourteen days earlier, she had been transferred to the long-term care facility from a rehabilitation facility where she had been residing for six months while recovering from a stroke. Her medications included insulin glargine and insulin aspart. Results of laboratory testing included a blood glucose level of 36,0 (normal 4.0-7.8) mmol/l, an anion gap of 17 (normal 8-16) mmol/l and positive serum ketones. Investigations did not identify infection or ischemia. Diabetic ketoacidosis was diagnosed. The patient received treatment in the intensive care unit with intravenous insulin and fluid for six hours, with prompt resolution of the diabetic ketoacidosis. She was discharged with a 42% increase in her daily dose of insulin. Six days later, the patient was admitted to the intensive care unit of another acute care hospital with diabetic ketoacidosis. A complete work-up did not identify a precipitant. One month later the patient was assessed at a diabetes clinic for a review of diabetes management. Despite consistent intake of carbohydrates and physical activity, the patient's capillary blood glucose measurements had been fluctuating widely from 2.2 mmol/l to "high" with no discernible temporal pattern. Her long-term care facility was administering insulin using safety pen needles with a sliding sleeve encircling the needle that is retracted by pressure on the injection site. The health care team thought the patient's soft, redundant abdominal tissue might be impeding the retraction of the pen's sleeve, and this was confirmed by trying to inject insulin into her abdomen during the appointment. The patient was given a box of non-retractable pen needles, and follow-up by telephone five days later confirmed the resolution of extreme glucose fluctuations. Twenty days later, the patient presented again with diabetic ketoacidosis to an acute care hospital. Three days before this admission, the long-term care facility had exhausted the box of non-retractable pen needles and resumed use of pen needles with a retractable safety shield. The diabetic ketoacidosis resolved promptly with intravenous fluid and insulin. Further education was provided, including a team outreach visit and instructions on the use of non-retractable pen needles and standard insulin syringes. Reporter comment: the retractable shield was designed to reduce the risk of accidental puncture, eliminate reuse of needles and help patients overcome anxiety about needles. However, if incorrectly applied (particularly in the setting of soft, redundant skin), it is possible for the insulin to be deployed while the needle is outside the body. Thus, users must be educated on appropriate administration, which includes perpendicular insertion of the needle into the subcutaneous tissue or injection into a lifted skin fold to ensure a more firm surface. In this patient, a delay in identifying the underlying cause in-adequate insulin delivery resulted in multiple admissions to hospital.